Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. The event only occurred with one patient but specific details on the patient were not provided. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: loss of capture of conduction system pacemaker caused by fibrosis surrounding the lead: a case report. Bmc cardi ovascular disorders. 2023. 23:621. Doi: 10.1186/s12872-023-03656-3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding conduction system pacing (csp) with left bundle branch pacing (lbbp). The authors described that the lbbp lead exhibited a slight increase in threshold approximately two months post implant. During the one-year routine follow-up, the lbbp threshold had risen to high values and there was loss of capture as there was only right ventricular (rv) pacing from the backup lead. Reprogramming was attempted, but increasing the output led to pocket stimulation. Subsequent follow-up two months later showed an even higher threshold. Rather than increasing the pacing output, the lbbp lead was deactivated. A cardiac magnetic resonance imaging (cmr) scan was performed, and they observed a substantial area of patchy basal mid-septal fibrosis at the placement site of the lead. Fibrosis was not limited to the insertion point of the lbbp lead tip; instead, it extended in both the basal apical and infero-septal-inferolateral directions. The lead remains implanted but inactivated. No additional adverse patient effects or prod uct performance issues were reported.